Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer had already reloaded a new cartridge on the pump and was able to resume insulin delivery, with no further action required.